Event description:
The customer reported that she noticed the infusion set was disconnected from her body when she woke up and was feeling nauseated. The caller also mentioned that the insulin pump alarmed and insulin squirted out during the manual prime process. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk.